Event description:
It was reported that the patient complained of feeling terrible during pacing. It was also noted that the patient has been having other medical issues that were not further defined. Follow up information revealed that possible programming changes were noted in the patient file however none has been implemented yet. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.